Manufacturer narrative:
The autopulse s/n (B)(4) was returned for evaluation and repair on 18 august 2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). An initial visual inspection showed damage to the front enclosure, battery lock, battery compartment and the head restrain (wire strands broke). This damage is unrelated to the reported complaint. The autopulse platform is a reusable device. These types of physical damage can occur through normal use of the device over their life. Autopulse s/n (B)(4) was manufactured in october 2007. A review of the autopulse (ap) platform archive for (B)(6) 2016 confirmed that the device reported multiple ua 20 'position out of range' faults. Initial functional testing could not be completed due to ua 20 faults. These faults were determined to be a result of a damaged encoder gearbox that was observed during the investigation. Replacing the encoder resolved the issue. Additional parts replaced were the top cover, front enclosure, single point load cell, battery compartment and the battery lock. Functional testing was performed after parts were replaced, and all functions passed specification. The root cause of the ua 20 faults was a damaged encoder gearbox. In summary, the customer's reported complaint of the ap user control panel reporting ua 20 was confirmed. The investigation determined that this was due to a damaged encoder gearbox. The encoder gearbox was replaced, along with the top cover, front enclosure, single point load cell, battery compartment and the battery lock, after which the platform passed all final testing criteria.

Event description:
It was reported that while working on a cardiac arrest patient, the autopulse user control panel issued user advisory (ua) 20 'position out of range'. No other information was provided. Attempts to acquire additional information were unsuccessful.